Manufacturer narrative:
A device history review (DHR) for the sheath was performed and all manufacturer's specifications were met prior to release for distribution. Investigation is ongoing.

Manufacturer narrative:
Method: kink test and dimensional inspection. The rf3 sheath was returned to edwards for evaluation. A visual inspection, kink test and a dimensional inspection were performed. Visual inspection revealed a kink near the compression nut and several scratches along the length of the sheath shaft. No sharp edges on the radiopaque tip of the sheath were noted. The transition between the sheath tip and introducer was not able to be inspected or evaluated since the introducer was not returned for evaluation. No manufacturing non-conformances were identified, all dimensions measure were within specification. A device history record (DHR) review, specifically of the affected work orders did not reveal any issues that could have contributed to the reported event. The thv training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. The minimum required vessel diameter for a 22fr sheath is 7.0 mm. In this case, the access vessel size was appropriate at 9mm, but was indicated to be severely calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported insertion difficulty and dissection cannot be confirmed; however, it was likely related to severe calcification and possible reductions in vessel diameter related to the severe calcification. The presence of scratches on the returned sheath corroborates that patient factors (i.e. Calcification) likely cause or contributed to the event. No labeling or IFU/training inadequacies have been identified. Evaluation of the device revealed no manufacturing non-conformities that could have contributed to the reported event therefore no corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, upon removal of the rf3 sheath, an angiogram revealed a dissection to the proximal iliac. In order to repair the dissection, the decision was made to deploy a bare metal stent to the artery. Per report, the physician had experienced resistance during the insertion of the 25f dilator and the insertion of the 22f sheath.